Event description:
Pain vagina (vulvovaginal pain). Cotton wadding came out tampon device breakage. Case description: consumer reported via phone that the cotton was exposed. No serious injury reported.

Manufacturer narrative:
A product investigation is in progress.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Pain: vagina [vulvovaginal pain]. Cotton wadding came out- tampon [device breakage]. Case narrative: consumer reported via phone that the cotton was exposed. No serious injury reported.